Event description:
Procedure type: lobectomy. According to the reporter: the distal suture could not be cut and the clamp cover was disengaged. Both problems occurred on the same cartridge. The surgeon did not notice the missing cover, and closed the incision. After surgery, the cover was found by x-ray and removed from the cavity by reoperation. Additionally, some staples were not closed completely and they were reinforced by sutures. No tissue damaged. Oozing was seen. Pt f/u is ongoing.

Manufacturer narrative:
(B)(4).